Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2011, dtma1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was infected. The crt-d was removed and used to pace the patient externally. The system leads were cut and capped. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.